Event description:
It was reported that during the implantable pulse generator (ipg) implanting procedure the implantable pacing lead couldn't be fixed in the target position due to the patient's heart anatomy. The physician removed and replaced the lead with a positive fixation lead and was able to implant successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.